Event description:
A male pt underwent initial thoracic repair in 2009. The hospital had ordered a 62 mm renu device and the label of the package showed the right product. However, after being implanted, the product was found to be too short. When measuring with a calibrated catheter, it was revealed to be a 43 mm renu device. It was the wrong length, although on the label it was described as 62 mm. The renu device was being utilized as a proximal part in the aorta to overlap a thoracic stent graft. The procedure was completed. A second procedure was done the next day, to bring in a further extension by placing another thoracic stent graft due to the renu device being too short. Pt is fine.

Manufacturer narrative:
A review of the manufacturing info indicated the correct renu stent graft was built with the proper number of stents. Although it appears the device was correctly labeled and would not normally have an impact, the severity in this case resulted in moderate harm as the physician felt another graft was required. We will continue to monitor for similar complaints.